Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, temporary (no image) occurred due to communication failure caused by cable failure. It is likely that cable failure was caused by flooding from cut on cable. However, a definitive root cause could not be determined. Confirmation of description of instruction manual for flooding the phenomenon can be prevented by following the description in the instruction manual for flooding which states: " never excessively bend, pull, twist, coil, squeeze or apply a crushing force to the camera cable. The camera cable could become damaged." " do not use excessive force when wiping the external surfaces of the camera cable. Otherwise, the camera cable could become damaged." " while the camera head is attached to the endoscope, never attempt to lift the entire assembly by the camera cable. Doing so could damage the cable." " never use a clamp or forceps to attach the camera cable to another object. Doing so could damage the cable." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was no display on the camera head's monitor. The event was observed during a transurethral resection therapeutic procedure. There was no procedural delay, and the procedure was completed with a similar device. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was not confirmed. Although the issue was not reproducible during inspection, it is undeniable that it occurred. It was found that the video connector contact was corroded, the camera cable was damaged, and the camera cable was flooding. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.